Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the defects found during the device inspection is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope for an annual inspection with no reported complaint. However, during the evaluation of the device, the light guide lens and objective lens was observed to have pinholes. There was no patient involvement.